Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed that it is not uncommon to see shock impedance measurements in the 120 ohm range with single coil leads. The system remains in service. No adverse patient effects were reported.